Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 32.5cm distal from the strain relief. There was a complete separation at 34.5cm distal of the strain relief. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.0mm x 12mm quantum maverick ballloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.